Event description:
It was reported that the patient experienced a loss of therapeutic effect and symptom return. It was noted that the patient¿s hcp used to be able to hear her device "clicking". The patient had exploratory surgery about six months ago and the therapy was turned off with a ¿blue machine¿. The patient didn¿t think that therapy was turned on after the surgery. About a month after the procedure the patient started having severe constipation and vomiting. It was noted that the patient¿s implantable neurostimulator (ins) was on a "super low setting" and had a lot of battery life left. The patient stated that she was told 3-4 years ago that only 20-30 percent of the battery had been used. It was noted that the patient had severe gastroparesis and the therapy did work for her; however her new hcp did not believe in it. It was later reported that the patient needed to know whether the ins was turned on or off. It was reported that the patient went to the doctor because their stomach hurt. It was later reported that the patient was in extreme pain and had issues. The patient was sick it was later reported that the patient felt the device was off or at end of service. The patient was put into contact with a new hcp and was waiting to hear back from him. It was reported the implantable neurostimulator (ins) was not working properly. Additional information reported that the doctor who had taken over the patient¿s care had performed the exploratory surgery to make sure everything was still in place, because the patient was complaining of abdominal pain. In the past 2-2.5 months (prior to (B)(6) 2013), the patient had been ¿feeling bad,¿ had increasing ¿episodes,¿ and had been losing weight. It was unknown whether a fall or trauma prompted this. On (B)(6) 2013, a manufacturer representative had provided an in-service request from the health care provider¿s staff. During the session the device stayed on. The device showed that it had ¿a lot of months left (>120 months).¿ it was noted that at the recent programming session, the clinician programmer had low batteries, which had to be replaced. Since then, the patient had been claiming her device was turning off on its own. It was thought that the patient may have been referring to the issue with the clinician programmer when the device kept turning off. The patient was programmed again on (B)(6) 2012. It was noted that the patient was upset and wanted the device replaced. Additional information reported that the patient¿s symptoms were still close to baseline, and the patient was unable to feel any stimulation. The patient had abdominal pain, but it was not believed to be from the device. After repeated system checks, the health care professionals could not find anything that would point to damage to the implantable neurostimulator. The patient was currently undergoing reprogramming.

Manufacturer narrative:
Concomitant: product ID 435135, serial# (B)(4), implanted: (B)(6) 2006, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2006, product type lead; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).